Manufacturer narrative:
(B)(4)

Event description:
The customer compared blood glucose readings between the contour next usb and another meter. The difference was as much as 50mg/dl. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.only the meter information was provided. The customer was asked to returned the strips for evaluation. New meter and strips were sent to her.